Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not reported. The subject device was not returned; therefore, physical as well as functional evaluation could not be performed, however, vessel perforation, hemorrhage and patient death are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of known inherent risk of procedure was assigned to this event.

Event description:
During an intracranial stenting procedure, the physician noted it was difficult to navigate into the m2 branches and it was reported that the tip of the guidewire perforated the vessel. Control angiogram and dyna-CT imaging post-procedure revealed a subarachnoid hemorrhage (sah) and contrast extravasation; the patient's condition was reported as stable. One day post procedure, the patient had a seizure. A computed tomography (CT) scan revealed a hemorrhage in the left hemisphere. Additional information provided by the physician stated the patient died 2 days post-procedure as a result of the sah.

Manufacturer narrative:
The subject device is not available.

Event description:
During an intracranial stenting procedure, the physician noted it was difficult to navigate into the m2 branches and it was reported that the tip of the guidewire perforated the vessel. Control angiogram and dyna-CT imaging post-procedure revealed a subarachnoid hemorrhage (sah) and contrast extravasation; the patient's condition was reported as stable. 1 day post procedure, the patient had a seizure. A computed tomography (CT) scan revealed a hemorrhage in the left hemisphere. Additional information provided by the physician stated the patient died 2 days post-procedure as a result of the sah.